Event description:
It was reported that the patient was in the hospital following cardiac arrest. It was noted that there was no biventricular pacing. The atrial lead was undersensing and there were no atrial markers. The atrial sensitivity was reprogrammed and then there was appropriate atrial sensing and biventricular pacing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.